Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to detect and treat) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure, partially unplugging connector j1001 from the ca board. The root cause for the damaged connector was excessive force no adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.